Event description:
We have identified that the cardinalhealth monoject 60ml enteral syringes (ref 460se; lot 230501) are not identified as monoject syringes in our feeding pumps and therefore cannot deliver feeds to babies. This is currently the only lot number available to us to test, but 100% of those tested have failed using multiple pumps and pump settings. We have not experienced any issues with the monoject syringes packaged as covidien monoject.